Event description:
Medtronic received information that during use of a custom tubing pack, it was reported that there was a minimal blood loss as a result of a blood leak, and there was no unplanned transfusion as a result of this leak. The leak occurred at line 4, vrv valve. The device was used to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5: medtronic received additional information that per the customer there was no noted air in the circuit or tubing. Correction b5: there was no additional adverse patient effect associated with this event. Correction d3 (MFR name), d3.6 (postal code). Additional codes img (annex g/component): these fields have been updated. Device evaluation summary: visual inspection showed no outward signs of any damage. The device had a test mark, which confirmed the vrv was tested prior to distribution. Functional testing of the returned device was performed at 0.5 l/min. The instructions for use provides an approximation for first time use of the negative and positive pressures required to open the umbrella relief valves at 0.5 l/min blood flow and these are approximately -205 mmhg and 318 mmhg. Our results indicated the negative pressure umbrella opened at -195 mmhg and the positive pressure umbrella valve opened at 358 mmhg verifying the functionality for the valves for the returned device. The acceptable function of the umbrella valves also confirms the duck bill valve functioned as intended. There was no leaking observed. The reason for return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.